Manufacturer narrative:
Other text: investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) . Pictures received with one sample. Picture five reveals pinhole revealed in cuff upon visual inspection under protocol from 12-16 . The cuff of the returned sample was unable to be inflated using a syringe with air and then immerse in water since the pinhole created a damage which dont let to inflate the cuff. Manufacturing reviewed and possible causes. Cuff leakage with potential cause of insufficient thf pvc cement. Cuff leakage with potential cause of wrong handling. Improper assembly cuff placement gap. Device was tested prior to release passing at 100%. The most probably root cause is cuff pinhole occurred during user manipulation according IFU page 4 due to contact with sharp edge since units should be pre-checked before use in patients and the product is 100% uson leak tested in manufacturing process.

Event description:
Device analysis completed and summary in h 10.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) was checked at precheck and worked properly, then after insertion a leak was detected .no patient injury occurred.